Event description:
It was reported that, the user experienced elevated blood glucose following a supply change, with no food intake and no visible issues at the infusion site. The user disconnected from the site and performed a fill-tubing check, during which visible drops were observed. The user was advised to change the infusion set but elected to defer the change until later. Symptoms included hyperglycemia, with a reported blood glucose value of 238 mg/dl. The outcome included no hospitalization and no device alarms. The investigation included remote troubleshooting and education focused on verification of the infusion site and tubing. The investigation revealed no product performance issue, as the fill-tubing check was successful and no alarms were reported. The cause of the hyperglycemia remained unclear. Based on previously established findings for similar reports, the cause was determined to be inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.